Event description:
Customer called for assistance with her contour next ez meter. During the call she ran a blood test on the meter. The reading was 15mg/dl and it was marked as a control test. There was no allegation of an adverse event. The test strips are expected to be returned for evaluation. New meter and strips were sent to the customer.